Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, pain, and "isolated micro-calcifications." Additionally reported was "nodular, hypoechoic image, with circumscribed margins" which has been deemed not related to the device. Device remains implanted.